Manufacturer narrative:
Exact date unknown, event occurred the last four years (2016). Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 14442783.

Event description:
It was reported that the patients ipg was non-functional for the last four years. It was also noted that the patient underwent several surgeries, unknown if those were device related. The patient underwent an explant procedure wherein everything was removed. The explanted device components were discarded. No further information has been obtained despite good faith efforts.